Event description:
The patient was in the critical care unit and had coded and had been cardioverted. An attempt to interrogate the pulse generator was unsuccessful in several different rooms. A magnet was placed on the device and no paced magnet response was observed.

Manufacturer narrative:
Na